Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance to reset the pump from technical support, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappears, which they acknowledged and understood.